Manufacturer narrative:
The analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, an intermittent frame rate error appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.